Event description:
It was reported that the patient when to the emergency room due to two second pauses. The patient also had symptoms of presyncope. The device could not be interrogated even with multiple attempts. The device will be replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.